Event description:
A customer contacted beckman coulter inc. (Bci) in regards to multiple erroneously low sodium (na) results generated by unicel dxc 600 pro clinical system. The samples were repeated on different unit and higher results were obtained. Amended report was initiated. The erroneous result was reported out of the laboratory. Per customer, patient treatment was impacted by this event, however, has no knowledge to the extend of the impact.

Manufacturer narrative:
Controls and qc are performed every 8 hours. Preventive maintenance are performed twice weekly. A bci field service engineer (fse) was on site for maintenance task. A clear root cause cannot be determined for this event.